Event description:
Provider states the lift will do up but will not come back down.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4)issued MFR. Report # 3004493922-2013-01598, indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.